Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was initially reported that the patient was experiencing seizures. The physician had reported that these seizures were due battery depletion. A review of clinic notes indicated that the device was in fact fully functional at the time of these seizures. The physician later reported that the cause of the increased seizures is due to low battery condition. These seizures were noted to be above their pre-vns baseline levels. No other relevant information has been received to date.